Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing got separated at the connection and sight area. She was uncertain as what exactly happened when she noticed insulin leaking on her shirt. Therefore, her blood glucose level was 230 mg/dl at the time of event. Moreover, she did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.